Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, the root cause was determined to most likely be due to cross threading the jig bolt into the nail causing a cold weld and torsional overload.

Event description:
It was reported patient underwent an affixis nail hip procedure on (B)(6) 2014. During the procedure, the affixis nail would not disengage from the jig. While attempting to remove the nail from the jig, multiple instruments fractured due to excessive force. The nail and jig were removed and another affixis nail was utilized. A 1 ½ to 2 hour delay occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00635 / 00636).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.